Event description:
It was reported to medtronic minimed that the customer experienced blank display, pump error 43- an error in the motor was detected by reading unexpected value from hall sensor. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. Customer received pump error 43 multiple times and a blank display. Battery cap contacts and battery compartment and/or springs were not damaged. Display did not return after pump restart. No harm requiring medical intervention was reported. Product return status for mmt-1881 was unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No blank display noted. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, sleep current measurement, active current measurement, and self tests. No pump error 43 alarms during testing noted. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 43 alarm on event date 09/21/2024 09:12:24, 09/21/2024 09:25:09, 09/21/2024 17:38:26, 09/21/2024 18:12:25.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay. In conclusion, no blank display and unexpected pump error 43 alarms during testing. However, pump error 43 alarm in the pump history confirmed due to moisture damage pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.